Event description:
The surgeon utilized a perc pin and xlink for registration. He placed left-sided screws (l1-t9), then proceeded to place the right l2 screw before checking the screws. Neuromonitoring noted decreased l lower extremity sensory and motor signals following t9 screw placement. Upon confirmation scan completion, 4 screws were noted to be medial (left t9, t10, t12, l1) and the right l2 screw was lateral. All 5 screws were removed and redirected following the fixation of a clamp to the spinous process and re-scanning. The surgeon did not feel it was a system or software issue but felt as though the rigidity of the perc pin and softness of the patient's bone led to the issue that occurred. Following the procedure, the patient complained about weakness in l leg but was able to move her foot. Patient status was reported to improve. The probable root cause for the inaccurate screws' placement was a movement of the perc pin inserted in the patient's bone combined with a soft bone structure of the patient. Using a clamp instead of a perc pin resulted in the accurate placement of all re-directed screws.